Manufacturer narrative:
Technician replaced the brake casters and bushings to resolve the issue.

Event description:
Technician alleged that when setting the brakes on the bed it would still roll. No impact to pt.